Manufacturer narrative:
Device evaluation is currently underway into root cause.

Event description:
It was reported that the intraclude aortic occlusion device had a puncture or rupture. No patient injury. Tee images were used but no imaging is available. Surgeon had to use x-clamp to maintain occlusion.

Manufacturer narrative:
The device was returned for evaluation. The clinical observation was confirmed. Visual inspection of the returned device with an unaided eye was unable to locate a leak, so dyed water was flushed through balloon lumen and a pinhole size leak was found in balloon. The pinhole leak was visualized under 100x magnification. No manufacturing defect could be identified. Manufacturing records were reviewed and there were no manufacturing non-conformances found. The most likely root cause is an application failure. An inadvertent puncture of the balloon by a needle may have occurred during this part of the surgical procedure if the balloon was placed or if the balloon migrated too close to the aortic valve and is close enough to the mitral annulus. No CAPA is applicable at this time. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored through the edwards quality system.